Event description:
It was reported that a continu-flo IV solution set had a leak and separated from the clear link during infusion of an unknown solution. All the luer connections were checked and all the lines were primed and approximately 15 minutes into infusion a leak was observed. The patient felt the solution running down the tubes and alerted the nurse. While the set was being checked for the location of the leak, the tubing separated. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. During visual inspection, the tubing was observed to be separated from the male luer. Microscopic examination of the tubing end showed a lack of solvent. The remaining solvent bonds were pull tested and passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.